Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2019, the patient presented with non-st-elevation myocardial infarction (nstemi) and a 2.50 x 12 mm and 3.50 x 12 mm xience sierra stents were implanted. On (B)(6) 2019, the patient was re-admitted with thrombosis of the stent and other cardiovascular symptoms. A 2.50 x 18 mm xience sierra stent was implanted as treatment. Final patient outcome is unknown. No additional information was provided.